Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance on the right ventricular (rv) lead is gradually rising. It was further reported the impedance is currently high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.